Event description:
It was reported via a social media post that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy whilst running and they were subsequently hospitalized. Upon review, it was determined that the shocks were inappropriately delivered due to oversensed artifacts. The patient has since been instructed to avoid exercise or heavy lifting in the short term. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Manufacturer narrative:
After further review, it was determined that this MDR report is a duplicate to emdr # 2124215-2025-23960. Any new information will be provided in 2124215-2025-23960. This report is being sent to provide new information in sections b5 (event description), tab d (suspect medical device, h6 (device codes), h10 (related report number), and h11 (additional MFR narrative).

Event description:
It was reported via a social media post that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy whilst running and they were subsequently hospitalized. Upon review, it was determined that the shocks were inappropriately delivered due to t-wave oversensing. The patient has since been instructed to avoid exercise or heavy lifting in the short term. The patient was also noted to have had a septal myectomy in (B)(6) 2024, resulting in left bundle branch block. Technical services (ts) was contacted for troubleshooting, and it was noted that there is no new template since the left bundle branch block began in (B)(6). Ts provided troubleshooting and advised a new template should be obtained. The patient was subsequently re-evaluated in-clinic, where automatic set-up was performed to select a more suitable sensing vector. Exercise testing was also undertaken, which confirmed appropriate sensing with the new template. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.